Event description:
An asymptomatic patient presented for normal follow up. Externalized conductors were suspected. Variation in capture threshold was observed. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.